Manufacturer narrative:
Conclusion: device investigations revealed that the device failed due to a defective stimulator electronics. The investigation results seem to match with the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported hearing a crackling sound beginning on (B)(6) 2016. The patient reported hearing a hissing sounds and a 'spark-like' noise from the device. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported hearing a crackling sound beginning on (B)(6) 2016. On (B)(6) 2016 the patient reported hearing a hissing sounds and a 'spark-like' noise from the device. The coil cable was changed but the issue was not resolved. The patient has been advised not to use the device until a follow-up appointment is conducted. Clinical support has recommended that re-implantation take place.